Event description:
It was reported that 30 devices leaked at the vent and/or cracked at the outlet ll conector during use in the nicu for up to 6 hours during a period of two months in 2001. No patient sequelae were reported